Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 for a high blood glucose exceeding 400 mg/dl. The patient was treated for her high blood glucose. She stated that her meter was not reading correctly. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.